Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy.this issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. The device remains with the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.